Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing and provided accurate measurements when connected to a lab monitor. The sensor was determined to be functioning as designed.

Event description:
The customer reported "pulse oximeter failure - was reading well prior to intubation, patient locked chest during intubation medication. Saturations began to drop, saw 60, 50s, and then was unreadable during intubation until it finally came back after patient was stabilized and saturations were 80s again." There was no patient impact or consequence reported.